Event description:
Implant date: in 2006. It was reported that pt underwent a spinal procedure using interbody devices at l5-s1. The pt reportedly had pain after the surgery. It was found from the x-rays that the devices had subsided. The revision surgery was performed approx a year post op to redo the fusion.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.